Manufacturer narrative:
(B) (4).

Event description:
The infusion rate was cut in half the day before. That night the patient went to the ER; he was feeling lethargic and hypotensive with renal failure. He was barely able to be aroused. A narcan bolus and drip were administered and the pump was set to minimum rate mode. The dose was .23mg/day of morphine. It was planned to review the session report from the device. Further information is being requested from the hcp.